Manufacturer narrative:
The tech found that the casters stems were broken at the head end of the stretcher. The tech replaced the casters to repair the stretcher.

Event description:
Info received indicates, when the brakes were engaged the head end casters would still swivel.